Event description:
Clinic notes dated (B)(6) 2013 note that the patient began having breakthrough seizures approximately two months prior and that since then she has had three seizure episodes. It was noted that the generator was interrogated and found to be programmed to 0ma output current. It was noted that the device settings were increased. Clinic notes dated (B)(6) 2013 note that the patient has experienced a recent increase in seizure activity. It was noted that the generator stimulation would be increased in strength. It was noted that the patient would be referred for generator replacement. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient underwent generator replacement due to battery depletion / neos indicator. The lead impedance was marked as "ok". It was reported that the explanting facility does not release explanted products for analysis without patient release form. The explanted generator will not be returned for analysis.